Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives device 8015 (s/n (B)(4) with error 110.6021. Case resolution: customer receives device 8015 (s/n (B)(4) with error 110.6021. ¿ explained problematic issue for device keypad not responding. ¿ customer mentions testing the keypad, and the number 9-keypress compromised. ¿ customer to repair/replace the front case keypad to resolve fault. ¿ customer given the part number to the front case keypad. ¿ informed customer, if any further concerns and/or issues to give a call back. ¿ end call.